Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore conformable tag thoracic endoprosthesis instructions for use (IFU), the safety and effectiveness of the gore conformable tag thoracic endoprosthesis has not been evaluated in pt etiologies with intramural hematomas or penetrating ulcers.

Event description:
On (B)(6) 2011, this pt underwent repair of an intramural hematoma with a penetrating ulcer and was implanted with a gore conformable tag thoracic endoprosthesis. After complaining of chest pain, on (B)(6) 2011, the pt underwent a follow-up computed tomography that revealed proximal extension of the penetrating ulcer. On (B)(6) 2011, the pt underwent a reintervention and was implanted with a second conformable tag device, proximal to the first device. The pt tolerated the procedure and was discharged, on an unknown date. On (B)(6) 2011, a follow-up computed tomography angiogram (cta), revealed a penetrating ulcer proximal to the other two previously implanted devices. On (B)(6) 2011, the pt was returned to the operating room, where an arteriogram confirmed correct placement of the two previous devices and a third conformable tag device was implanted proximal to the other two previous devices to treat another proximal penetrating ulcer. The pt tolerated the procedure.